Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. B3: event year only reported 2024. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gyn procedure the jaws would not open back up when trying to seal the vessel but it ended up sealing and cutting. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2024. D4 batch #: a9dr0z. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. The device was tested with the test media and no anomalies were found. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a9dr0z, and no non-conformances were identified.